Manufacturer narrative:
Date of event: additional information was requested from the reporter. No additional information was provided. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The bending section cover adhesive was missing. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented no image. No patient injury or procedure impact reported.

Manufacturer narrative:
Correction: usage of device - reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.